Event description:
On 12/3/97, the facility's director, materials informed the MFR representative of two (2) events of fractured catheters which occurred at the facility. The facility's director, materials did not have the time nor all the info on hand that the MFR's representative needed and requested the MFR's representative fax her a blank report to fill out. The facility's director, materials stated she would fax the completed report back to the MFR's representative upon completion. No further details were provided at this time.

Manufacturer narrative:
The device was returned to the MFR (MFR.) And has been analyzed as follows: the device was received without any catheter attached in a plastic bag with the bayonet lock. An eight (8") loose catheter segment of catheter was also received in another plastic bag. Attempts to attach the catheter to the device body with the bayonet lock were unsuccessful. Visual and microscopic examination revealed approximately four (4) slits on the device septum with no internal damage noted. The ends of the eight (8") loose segment of catheter appeared to have been cut with a sharp object such as a blade. Brownish red material consistent with blood was noted in the flow path of the eight (8") loose segment of catheter with no evidence of "pinch-off sign." The device/catheter were patent with no resistance felt when flushed with 5cc sterile water. An amber colored material was collected. No leaks were noted when the device/catheter were pressurized on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "the device catheter separated from the device body" could not be confirmed by the MFR.'s analysis of the device; therefore, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. The customer will be notified of the MFR.'s findings. The MFR. Is now closing the file on this event. Submitted to the FDA 4/2/1998.